Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 89 mg/dl (system 1) and 206 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Clarification: it was not known if the reported results were done with strip lot 498055, listed in this report, or if one or both results were done with unknown strips from system 2.